Manufacturer narrative:
New information further education was received regarding how to remove peel away sheath and advance repositioning sheath. Interventions were successful. No the device is not available for return.

Event description:
A 51-year-old man underwent treatment for amics with impella cp support. A hematoma developed at the access site which was treated with conventional hemostatic techniques.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate